Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that the pt was brought to the ER and was hand pumping the lvad. The pt was placed on pneumatic support using a stroke volume limiter (svl) and drive console. Prior to this event, the pt had been experiencing red heart alarms, and the vent filter had been analyzed and revealed 50% copper dust. It was determined that end of life issues were occurring with the pump, and as a result a decision was made to exchange the pump, and the pt's lvad was replaced with another lvad. The pt remains ongoing with the lvad.

Manufacturer narrative:
Pt remains ongoing with the lvad. The explanted device was sent to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.